Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) was returned for evaluation. Both cylinders were microscopically examined and leak tested. Microscope examination revealed wear at folds in the proximal, middle, and distal ends of both cylinders, as well as scaling at the proximal ends. The cylinders passed the leakage test. The pump was microscopically examined, leak tested and functionally tested. Microscope examination revealed that the kink resistance tubing (krt) was worn to the filament. The pump passed the leakage test; however, functional testing indicated activation issues. The rear tip extenders (rtes) were visually examined. Both 4 cm rtes exhibited scaling. This investigation is assigned a most probable conclusion code of cause traced to component failure. Based on analysis results, the activation issues identified in the pump may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.